Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No off no power anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The blood glucose value level was unknown at the time of the incident. Customer stated they did not receive a low battery alert prior to the off no power alarm. The customer was also getting weak battery and low battery alert but it was less than 24 hours prior to the off no power alarm. This is the second occurrence of the alarm without getting a low battery alert. Customer was advised the insulin pump will be replaced. The customer will return the product.